Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department to investigate the reported error. The fse replaced the barcode reader and aligned it. Fse verified proper operation without any errors. The fse ran daily check and patients all passed without any errors. Instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual section 12 flags and error messages states the following: the 6000 barcode read error cause: the barcode on the specimen could not be read. Action: confirm that the barcode label is not dirty or damaged, and does not have uneven printing, then place the specimen in the rack while ensuring that the label is facing the front, and perform measurement once again. If there is no problem with the barcode label, contact tosoh local representatives. It is necessary to inspect and adjust the read position of the bcr. The most probable cause of the reported issue was due to faulty barcode reader. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer support specialist (css) called to report error 6000 barcode read error on customers aia-900 instrument. The customer support specialist indicated that while on customer site it was noted that the customer has been loading 13x75 tubes halfway up the rack so that the barcode can be read by analyzer barcode reader. The barcode placement on the tube was checked and it was correct. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Device evaluation by manufacturer. The barcode reader was returned for investigation. Functional testing was performed on the barcode reader and it did not confirm the failure and error could not be duplicated. The most probable cause of the reported issue was unknown. Conclusion code: 67 no problem detected. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.